Event description:
It was reported that the patient received a clinical alert for an episode categorized as atrial fibrillation. It was observed upon review that the episodes were false and actually due to undersensing of t waves or myopotential noise. The patient was to be monitored remotely and to be re-assessed at a later date in clinic. No patient consequences were observed.